Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was still worried about the cath volume. Patient stated that the frequency had went up but patient was okay with that. They were pleased with the evaluation so no changes at this time. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.